Manufacturer narrative:
Event date was not provided; therefore, 11/25/2024 was used as an approximate date. Correction - h1: type of reportable event.

Event description:
It was reported that the patient stated that he had an inflatable penile prosthesis (ipp) but he doesn't know how to move the pump down. He stated that it has been about six weeks, and he feels considerable pain in the scrotum. The patient will see his doctor and hopes to make a progress in alleviating the pain. No additional information was reported.

Manufacturer narrative:
Event date was not provided; therefore, 11/25/2024 was used as an approximate date.

Event description:
It was reported that the patient stated that he had an inflatable penile prosthesis (ipp) but he doesn't know how to move the pump down. He stated that it has been about three weeks, and he feels considerable pain in the scrotum. No additional information was reported.